Event description:
No change to previously reported event.

Manufacturer narrative:
Event description: according to maude report, a female patient had primary right tha performed on unknown date in 2015. It was reported right hip was revised for recurrent instability on unknown date in 2015. A dislocation with closed reduction occurred on unknown date in 2015 with a subsequent revision on (B)(6) 2015. Review of received data: no medical data has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. DHR review: review of the device history records could not be performed due to unknown product identification. Conclusion: according to maude report, a female patient had primary right tha performed on unknown date in 2015. It was reported right hip was revised for recurrent instability on unknown date in 2015. A dislocation with closed reduction occurred on unknown date in 2015 with a subsequent revision on (B)(6) 2015. Neither x-rays, operative notes, office visit notes, nor device(s) or photos of the device(s) were received; therefore, the condition of the component(s) is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the investigation the reported event cannot be confirmed. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a non-conformance or complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: item: unknown neck hip implant, ref#: unknown; lot#: unknown. Item: unknown g7 liner, ref#: unknown; lot#: unknown. The investigation of the case and the process of gaining necessary information is ongoing. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted with a biolox head on the right side on an unknown date in 2015 and underwent revision due to dislocation and recurrent instability.